Event description:
A pre-amp cable, mpm-1 was reported to have probes which did not match up with the indicating arrows. The staff has seen cables with bent probes and are unsure if this is a contributing issue to staff not able to connect probe correctly resulting in breakage. The temperature port is broken on the cable. The wires broke off in the camino, but staff was able to pull them out.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.